Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.